Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged lens) issue. It was reported that the display screen was scratched and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 07/03/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display lens was found to be badly scratched. The issue was found to be interfering with the user¿s ability to view the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.